Event description:
(B)(4). I bled heavily for a month straight, and ever since having essure placed I've had migraines, irregular menstrual cycles, bad pms symptoms. Before having essure placed I had regular menstrual cycles and no pms symptoms whatsoever.